Manufacturer narrative:
Tamper seal broken or labels missing / physical condition of device: all labels were still intact. / no physical damaged was found on the device. Evidence of reported problem in event log: as a result of checking the log, it confirmed that there was a record of repeated power on/off on, presumably caused by a cassette recognition failure on april 4, 2023. Reported problem duplicated / replicated: no. It could not confirm the customer reported issue. What caused the reported (primary) problem: possible defective downstream sensor or cassette product. Actions / repairs done to correct the reported problem: preventively, replace the downstream, and upstream sensor re-calibration. Allegation confirmed: yes. Problem source: no fault found. DHR review summary: product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: while performing a review of file cc-0194056 it was discovered that the initial report was inadvertently submitted without the product mfg date, see h4.

Event description:
It was reported that during the use of the product, a "no message" alarm a "no disposable, pump won't run" alarm went off. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.